Manufacturer narrative:
(B) (4): physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device service indication was illuminated and errors logged in the device memory indicating a potential critical malfunction. There was no report of pt involvement with incident.